Manufacturer narrative:
The mega suturecut needle driver instrument has been returned and evaluated by the failure analysis team. The instrument was tested on an in-house system, and the instrument passed the recognition and energy engagement tests. The instrument moved intuitively with full range of motion in all directions, and the grips opened and closed properly. Visual and manual inspection was completed and no issue was found. The instrument was fully functional.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the mega suturecut needle driver instrument wrist was not swiveling properly. The procedure was completed with no reported injury.